Manufacturer narrative:
The device was manufactured between september 14, 2018 - september 18, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair inside the sterile packaging of a repeater pump tube set. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.